Event description:
It was reported that a spectrum pump experienced an undetected downstream occlusion during testing. There was no patient involvement, as this occurred during testing.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was reproduced. Undetected downstream occlusion was confirmed and was determined to be caused by a failed downstream tubing guide. The failed downstream tubing guide was replaced.